Manufacturer narrative:
Follow-up #1; date of submission: 02/06/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/23/2015 with the following findings:the reported issue could not be adequately investigated due to an unrelated keypad button issue which was reported under pi# 1-6651007390; no conclusions could be determined in regards to the reported issue. Several cs-064 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 call service alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.